Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, the sheath was inserted into the right atrium, and when inserting the viewflex catheter into the sheath, blood was noted to leak from the hemostasis valve. The sheath was replaced, but when inserting the viewflex catheter, blood leaked again from the hemostasis valve. The second sheath was replaced, but again blood leaked from the hemostasis valve when inserting the viewflex catheter. The third sheath was replaced and the procedure was completed with no adverse consequences to the patient.